Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and ran the unit for several minutes and was not able to recreate the reported issue. The fsr used his test circuit since the original circuit was not available. The patient circuit calibration was checked and it was okay. The unit performance checks of the valves passed. No pressure losses were detected even when running the vent on power = 1. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100a ventilator amplitude went to zero, and the oscillator alarmed and stopped. The issue occurred while connected to a patient and they had to transfer the patient to a different unit. At this time, there is no information regarding patient harm.